Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: after having removed the gall bladder, the bag broke in the patient's cavity. A metallic piece of it fell off but was retrieved by the surgeon. No consequences were reported for the patient.